Event description:
It was reported that the patient presented in clinic for normal generator change procedure. During procedure, it was noted that the lead failed to separate from the header of the pacemaker. During troubleshooting to remove the lead, the epoxy portion of the header had to be fractured to remove the lead. The pacemaker was explanted and replaced. The patient had no adverse consequences due to the event.